Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was informed of the recommendations. However, the patient was non-compliant and left the clinic under the assumption the pacemaker portion of her device would provide therapy for 10 plus years. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol). Eol was declared due to an extended charge time measurement. The monitoring voltage was 2.15 volts. The device did not plan to be replaced at this time as the patient no longer required tachycardia therapy. However, the patient had a low underlying rhythm and was almost pacemaker dependant. A boston scientific technical services consultant recommended replacing the device as it was nearing storage mode with no therapy available. To date, there have been no adverse patient effects reported.